Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) value displayed on the bolus menu did not match the bg displayed on the home screen. Customer's blood glucose ranged from 185-186 mg/dl. The customer continued to use the pump for insulin therapy. No additional information was provided.